Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es was advanced for dilation. During the procedure, the balloon ruptured on the first inflation. The device was removed without issue and no damage was found. The procedure was completed using another of the same device. No complications reported, and patient status was good. No other information was reported to boston scientific about the lesion details of this procedure.

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es was advanced for dilation. During the procedure, the balloon ruptured on the first inflation. The device was removed without issue and no damage was found. The procedure was completed using another of the same device. No complications reported, and patient status was good. No other information was reported to boston scientific about the lesion details of this procedure.

Manufacturer narrative:
Device evaluated by MFR.: coyote es balloon catheter was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no damages. Functional testing was performed by inflating the device. The device was unable to hold pressure and was leaking from on the kink 25cm from the tip. There were no other damage or irregularities in the remainder of the device presented. Product analysis confirmed there is a leak from one of the kink on the shaft.